Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that three of the buttons on her daughter's insulin pump were unresponsive, including the bolus button; only the up and down arrows functioned. The patient's blood glucose at the time of incident was 411 mg/dl, which she was unable to treat properly due to lack of syringes. Troubleshooting was initiated for the keypad anomaly and the mother stated that the pump was exposed to water; her daughter had washed her hair and wet the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.